Event description:
Pt intubated and on ventilator. The vent pressure alarm altered. Indicator showed cuff inflated, however, breath around cuff audible. Pt bagged with ambu-bag, which was ineffective. Et removed and even though indicator showed cuff inflated, the cuff was fully deflated. Code blue called and pt received respiratory support with ambu-bag mask. Et replaced. Pt remained stable throughout event. Event abated after use, stopped or dose reduced: yes.